Event description:
Event details: thank you for your response. I hope this message finds you well. We sincerely apologize for the inconvenience caused by the false negative tests you received. We understand how important accurate results are, and we regret any trouble this has caused you. To make things right, we would be happy to offer a replacement for the affected tests. To proceed with this, please provide us with the following details: lot number of the 5-pack test kit: shipping address: once we have this information, we will process your replacement promptly. Thank you for your understanding and patience. If you have any further questions or concerns, please feel free to reach out to us. Best regards, same day (8/30/2024), customer replied with hello, it's not necessary to replace my test kits but thank you! I apologize for not getting back sooner. It is highly likely that there is nothing wrong with the I health test kits that I purchased. The control line was always accurate. Also, I tested negative again with an I health test and with a similar brand of covid testing, boson. I was symptomatic at the time. I have no idea why I am not testing positive after clearly having covid and testing positive with the lucira test-which I haven't repeated due to cost. My physician is aware and we decided not to do a pcr to confirm. Forgive the assumption that your quality control was somehow part of this equation. It is not. Thank you for your concerned follow up and excellent customer service.

Manufacturer narrative:
1) the user used antigen test kits from different brands and obtained different results: ihealth test kit - negative; lucira covid/flu a&an kit -positive; boson test kit - negative; 2) the user did not provide pcr test results; 3) the manufacturer retested the lot (241co20703) samples at (B)(6) 2024, no false negative were detected.